Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the sponge was found fully separated from the cap. No additional defect was identified during analysis. The reported condition was verified. The cause of the condition was determined to be conflict during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foam (sponge) of one (1) minicap was found ¿already exposed prior opening¿ (the sponge was fully separated from the minicap prior to opening the package). This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.